Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 10/21/2021, it was reported by a facility representative via (B)(4) that an ar-9211 shaft appears to be warped and is not drilling or remaining in a tight drill pattern. This occurred during a total should procedure, the bit that quick connects onto the of the end of this shaft is very wobbly. There was no patient effect reported.